Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date the patient began treatment with ceftazidime (1gm, route, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. No additional information is available.